Event description:
Ivus was used on 24 apr 06 to assist with stent sizing for male patient. The physician placed a cypher stent which perforated the artery. The patient was sent to surgery and expired.